Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl and 500 mg/dl. Customer stated that they did not specify how she treated high blood glucose only change infusion set. Customer was reported that the infusion set had bent cannula. The insulin pump will not be returned for analysis.